Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13116. It was reported that the patient presented in clinic for routine follow up. Upon interrogation, noise was noted on the right atrial and right ventricular leads. The patient work with lawn equipment and noise was suspected to be external in nature. Noise was not reproduced with range of motion (rom) exercises. The right atrial lead was reprogrammed, and no intervention was made to right ventricular lead as it appeared to be external noise and both leads remain implanted. The patient was in stable condition.